Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Customer contacted sales rep, by email. Sales rep reported that: "we transmitted an ancillary retrograde t2 to ch de st malo for a procedure yesterday. [...] The surgeon [...] Told me by phone that the distal-most lock on the retrograde nail didn't work. He had to do it freehand. He found the set a little tired."

Manufacturer narrative:
Correction: refer to d9/h3 device availability. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. The device history record could not be reviewed because the affected lot number was not communicated. No corrective actions are required at this time. The instruction for ¿cleaning, sterilization, inspection and maintenance¿ should be considered to check instruments. As nothing was reported during pre-operative check which is required per IFU the case is rather related to a sub-optimal intraoperative procedure which has to be considered as user related. Nevertheless, more detailed information about the complaint event as well as the affected device must be available in order to determine an exact root cause of the complaint event. The file will be closed formally in accordance to our procedures. In case the item and / or substantive information will become available in future the file will be reviewed and reopened. H3 other text : device disposition is unknown

Event description:
Customer contacted sales rep, by email. Sales rep reported that: "we transmitted an ancillary retrograde t2 to ch de st malo for a procedure yesterday. [...] The surgeon [...] Told me by phone that the distal-most lock on the retrograde nail didn't work. He had to do it freehand. He found the set a little tired."